Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing extremely dry eyes, has issues with blurry vision at distance and near, and is unable to read. In a follow up, the technician confirmed the pt has dry eyes and has been seen by the surgeon. Additional info has been requested. There are two medical device reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/28/2012, 02/29/2012, 03/06/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).